Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01369. The pt ((B)(6)) received his scs system, including two leads (from the same lot) and two anchors (from the same lot), on (B)(6) 2010. The leads were implanted occipitally. It was reported that the pt was not receiving effective stimulation coverage, and the physician decided to revise the leads. During the procedure, the physician noted that both leads were fractured at the anchor sites. The leads were explanted and replaced, and the anchors were explanted but not replaced on (B)(6) 2011. The facility discarded the explanted devices. Follow up on the pt found that the pt reported effective stimulation coverage. No further pt complications were reported.